Manufacturer narrative:
Patient was born (B)(6). The cause of this peritonitis was use error reported to be due to a break in aseptic technique by the patient. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
A peritoneal dialysis patient experienced a break in aseptic which resulted in peritonitis. The breach was further described as non-compliance to sterilization technique. The patient was hospitalized for the event. The treatment was not reported. Eighteen days after hospital admission, peritoneal dialysis therapy was stopped. The patient had not recovered. It was not reported if the patient was retrained on proper technique. No additional information is available.